Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2938836-2020-01679; 2938836-2020-01680. It was reported that the patient presented in emergency room due to discomfort and possible diaphragmatic stimulation. The device interrogation revealed loss of capture, no sensing and phrenic nerve stimulation on the right atrial(ra) lead. The x-ray revealed dislodgement of the ra lead. Most of the lead was found in the pocket area than at the initial implant and the device position was reversed. The wound was noted in the pocket area. The right ventricular(rv) lead lad no slack. The right atrial lead was repositioned. Additional slack was provided to rv lead. The patient was suspected as twiddler. So patient education was provided. The patient was stable.